Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the 'ok' button was under responsive and the keypad was damaged. Reportedly, there was no evidence of moisture or corrosion in the pump and no delivery issue was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2016 with the following findings.on investigation, the alleged button tactile issue was duplicated. The pump powered up to the verify screen with auditory and vibratory features. The ¿ok¿ button was responding intermittently and the keypad cover was found lifting at the ¿ok¿ button. Removal of the keypad cover found contamination under all the button contacts and evidence of moisture intrusion was found under the ¿up¿ and ¿ok¿ button contacts.